Event description:
Additional information was received informing that there was no patient involvement.

Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5 updated. H6 f code updated from f26 to f27. H2) correction: d4 primary UDI number corrected.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, broken top housing, cracked plunger case. There was no evidence to review in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to the seal that was cut, and the plunger motion pushed the tube seal inside top case. The top housing was replaced with a seal. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the gasket was poorly lubricated and the shaft was blown. There was unknown patient involvement and unknown patient harm.